Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 needles 25ga 1in leaked, and 1 needle had foreign matter in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported the following issues of needle: (1) leakage ×3 (2) fm ×1".